Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto patient fixture test platform (pftp) where all relevant testing was passed within specification. A review of the fiber power trend report revealed that the clock spring, parallelogram and rolling loop fibers are deteriorating. As a result of these findings, failure analysis concluded that the clock spring, parallelogram and rolling loop assemblies are consistent with the reported event and are the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report universal surgical manipulator (usm) had several recoverable faults and was unable to move. Tse reviewed the logs and confirmed that arm1 was disabled by the user, preventing movement. Tse recommended performing a hard power cycle on the robot after the case. Site called back to report that the system faulted again after the case during the power cycle attempt. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. .